Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported, patient present to doctor with left knee instability. Doctor chose to bring the patient in for a revision surgery to increase the poly thickness. Revision surgery was completed as intended and knee was stable after increasing poly size. Male 73. Complaint has been evaluated and is similar to report number 1644408-2023-01143; 341-10-704, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.